Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead triggered a lead safety switch due to a high out of range pacing impedance measurement. Technical services suggested troubleshooting options. Additional information from the field representative provided the patient was seen in clinic. The device was tested in unipolar and bipolar configurations. No out of range impedances measurements, change in thresholds, or noise were observed. Device was reprogrammed and the patient will continue with routine follow ups. This rv lead remains in service. No adverse patient effects were reported.